Manufacturer narrative:
(B)(4). The customer reported that a monitor fell. No pt harm was reported. There is no indication of failure of the mount itself philips has verified that the monitor was kicked off of the bed. There was no malfunction. No further investigation or action is warranted.

Event description:
The customer reported that a monitor fell. No pt harm was reported.